Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon opening an lfit cocr femoral head during a total hip replacement it was noticed that is appeared discolored. Another implant was opened and used to complete the procedure.

Manufacturer narrative:
An event regarding appearance involving a metal femoral head was reported. The event was confirmed. Conclusion: an nc was opened to further investigate this event, the investigation concluded: based on the extensive testing carried out there is no indication to suggest a biological or toxicological risk. Hence, no hazardous situations are foreseen as a result of implantation of a discolored femoral head. Previous events resulted in corrective actions that were completed for this device packaging configuration. The reported device was confirmed to be manufactured prior to implementation. If additional information becomes available, this investigation will be reopened.

Event description:
Upon opening an lfit cocr femoral head during a total hip replacement it was noticed that is appeared discolored. Another implant was opened and used to complete the procedure.